Event description:
The device was used during a lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and was able to remove the device without any patient injury.